Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate suspect device. The fsr was able to confirm the reported event and determined the most likely cause of the reported issue is the main printed circuit board assembly.

Event description:
The customer reported while using vela ventilator; the device displays transducer fault alarms. The customer reported the exhaled tidal volumes are doubled than the delivered volumes. The customer reported there is no patient involvement associated with the event.